Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% restenosed lesion being treated was located in the mildly calcified proximal left anterior descending (lad) artery. The 3.50x20 mm taxus express2 drug eluting stent was unable to cross the lesion. After the physician withdrew the stent back into the guide, the stent struts were found to be flared. The procedure was completed with another taxus express2 stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.